Event description:
User reported a false negative result. No additional information relating to follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported a false negative result. No additional information relating to follow-up testing was provided.